Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump alarmed with error code 1861 followed by a motor loss alarm during infusion. The pump continued to alarm, preventing retrieval of the pump settings. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.